Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and found a loose fitting on top of reagent probe a. The fse tightened the fitting on probe a to resolve the issue, no further instrument recovery or calibration issues were observed.

Event description:
The customer alleged an erroneous tg (triglyceride) patient result was generated and blank absorption low calibration errors for bun (blood urea nitrogen), ast (aspartate aminotransferase), c-rp (c-reactive protein), phy(phenytoin,dilantin) and the (theophylline) on their unicel dxc 800 pro synchron system. The customer stated the patient sample result was reported outside of the laboratory, however the result was corrected with no impact to patient treatment. The customer stated there was no quality control (qc) issues observed but did not provide calibration reports or quality control data.